Manufacturer narrative:
B3 event date is approximate. Month and year of event were confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care professional (hcp) regarding a patient (pt) with an implantable neurostimulator (ins). The caller states the pt claims to have had a [unrelated] surgical procedure in february where 'they' shut the ins off and the pt states the ins is now in an end of service (eos) state. Agent reviewed longevity/eri considerations and noted to caller that the ins should simply be able to be charged in passive charge state to get back to normal function. The caller will speak with pt and pt may call patient and technical services (pats) for info on charging ins. No symptoms were reported.